Manufacturer narrative:
The company representative found the grommet that separates the pump compressor cable from the pump compressor housing had dried out, becoming brittle, and was in several pieces - this allowed the yellow wire from the cable assembly to wear away the insulation as it rubbed against the pump compressor housing. The company representative replaced the compressor motor assembly (0102-00-0001). Parts that were replaced - p/n's 348-01-0012 grommet, 354-00-0046 gasket right panel, 008-00-0331 tubing assembly filter, 343-00-0073 p-clamp w/mounting, 103-00-0065 pneu muffler, 103-00-0370 pneu filter element air, 354-00-0042-01 gasket fltr 5/16 x 7/8, 354-00-0042-02 gasket fltr 1/2 x 3/16. In an unrelated repair the 5000 hour pm kit was also installed. The iabp was tested to factory specification. It functioned normally and was returned to the customer. No patient injury was reported. (B)(4).

Event description:
The customer reported that prior to use on a patient the iabp generated an intermittent electrical code fail #51 (adjusted motor speed out of specification). No patient was involved.